Manufacturer narrative:
(B)(4).

Event description:
It was reported that the packaging was mislabeled. An innova self-expanding stent was selected for use. Upon examining the device packaging, it was noticed that two different labels were on the box which corresponded to different device sizes. This device was not used. The procedure was completed with a difference device. There were no patient complications.

Manufacturer narrative:
(B)(6). Device eval by MFR: the device was returned and the analysis completed. Returned product consisted of an innova self-expanding stent system shelf box. Visual examination revealed that the top label does not match the spine label. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the packaging was mislabeled. An innova self-expanding stent was selected for use. Upon examining the device packaging, it was noticed that two different labels were on the box which corresponded to different device sizes. This device was not used. The procedure was completed with a difference device. There were no patient complications.